Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50 mg/dl). Reportedly, the pump basal rate needed to be adjusted. Customer drank juice to address low bg levels. Tandem technical support guided the customer to where to adjust the basal rate on the pump, and customer declined further assistance.